Event description:
The advocate called for help with the customer's contour system. She alleged the customer had been receiving high blood glucose readings. She performed control tests during the call and received a result of 253 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.